Event description:
It was reported that the asymptomatic patient presented for a remote follow up with an implantable cardioverter defibrillator (ICD) that exhibited far p-wave oversensing. Programming changes were recommended but not made yet. Additional information was requested, but not received.

Event description:
New information received noted that programming changes were made. The patient was in stable condition.